Manufacturer narrative:
Physio-control further evaluated the device. The device would not power on. It was observed that the internal hybrid layer capacitor (hlc) batteries had depleted. In addition it was observed that the device's software had corrupted. The device was opened and internal inspection was performed. No discrepancies were observed. It could not be determined why the software had corrupted or why the internal hlc batteries had depleted. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer returned their device to physio-control. During device evaluation, physio observed that all three icons (charge-pak, attention and service wrench) were showing in the readiness display, and that the device could not be powered on. There was no patient use associated with the reported event.